Manufacturer narrative:
During laboratory evaluation the reported issue was not duplicated. The product surveillance technician (pst) performed extensive testing and observed no pump jams. He performed pump jam test, placed the roller pump in cold chamber for 24 hours and then tested, and then performed extended testing over 48 hours with no pump jams observed. The pst inspected the pump race, tube clamp assembly, drive belt and optical sensor cable all functioned properly. The product will be sent to service for further evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump experienced a pump jam. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
There is no recall associated with this complaint as previously reported. The service repair technician (srt) performed functional test of the device and observed the pump to operate as intended. The srt replaced bearing, belt, small pulley and performed preventive maintenance (pm) and verification /release test. The device operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the last time the pump was used was on (B)(6) 2016. On that date, a perfusion screen is opened and the pump was started at 09:44:44. At 09:44:54, "underspeed (belt slip)" occurs. At 09:45:01, belt slip jam status was true and an overcurrent occurs (pump jam) stopping the pump. The pump is started again and another pump jam occurs. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.